Manufacturer narrative:
(B)(4). The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may confirm or determine another connector type associated with this report. Band slippage and vomiting are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of band slippage and vomiting as follows: "band slippage and/or pouch dilatation can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require band repositioning and/or removal. Immediate re-operation to remove the band is indicated if there is total stoma-outlet obstruction that does not respond to band deflation or if there is abdominal pain."

Event description:
Pt reported removal of a lap-band device due to alleged vomiting and band slippage. Pt reported that the band slippage was confirmed with "some kind of radiography (x-ray) or magnetic resonance imaging (MRI)." A new lap-band device was implanted. Follow up findings: health professional reported that an "upper gastrointestinal (ugi) confirmed" the "slip" and "vomiting" is noted in the pt's records.